Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50 mm; cat# 502-03-50d; lot# mlrktx, delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 32729102, size 4 accolade ii 127 deg; cat# 6721-0435; lot# 41705003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is part of the tritanium primary acetabular shell study. She reported pain in study hip during the 6-year visit and stated it is occasional right groin pain that occurs when standing up/bending over. Patient noticed pain is more frequent in the winter and does not affect her daily function. Provider noted pain as mild psoas tenderness. Operative side is right. Patient has not been revised as of the event date.